Event description:
Per pt, had fevers forever (started about (B)(6) 2018) and got breast implants taken out on (B)(6) and now no fever. Biopsies showed mega inflammation under implants; 8.5 years ago implant and giving issues and skipped a month or so of ibrance and wbc to be better so can have surgery. And prescriber decreased dose to 75mg.